Event description:
The customer contacted physio-control to report that they plugged a new device into ac power to charge the battery overnight, but the next morning, the device displayed a "low battery" message. The customer tried to charge the device again for an additional 3 hours with the same results. There was no pt use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the battery pack and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed battery and determined that the root cause of the reported failure was a bad cell inside the battery.